Manufacturer narrative:
The complaint received states that post index procedure, this pms enterprise study patient suffered cerebral infarction. The report from a clinical study (B)(4) for patient with ID (B)(6) indicated that the procedure was coil embolization of the left p-com assisted with an enterprise (enc452212) stent, and 30 minutes after the procedure, the patient developed infarction in the left brain with hemiplegia. The saccular unruptured aneurysm measured 6.3mm at the neck and the neck to sac ration was 6.3mm/10.4mm. Infusion of radicut and rehabilitation were provided, and recovery was confirmed approximately two weeks after onset, and the patient was discharged. No coil was protruding into the parent artery, and there were no indications of any conditions causing hypercoagulable state. The enterprise was fully expanded and apposed to the vessel wall after initial placement. The modified rankin scale pre-procedure was 0, after and within a week was 1, and after 30 days it was 0. The act pre-procedure was not known, and the post procedure was 264 seconds. Products utilized consisted of prowler select plus microcatheter (mc), launcher guiding catheter, sl10 mc, echelon 10, traxess guidewire, silver speed guidewire, delta paq (qty 2), delta plush (qty 13), micro plex, and hydro coil. The specific antiplatelet therapy consisted of aspirin 100mg/day (date unknown), plavix 75mg/day ((B)(6) 2010-(B)(6) 2011), and plavix 300mg x 1 ((B)(6) 2010). A cd copy of the procedure is not available. No further information was available. Per lake region report (B)(4) - lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01420495. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebral infarction is known potential adverse event associated with neurovascular stent implantation procedures and is listed in the IFU as such. The act of cerebral stent implantation inherently produces a localized vessel injury potentially leading to release of atheromatous material into the downstream flow or vessel spasm in reaction to the introduction of the devices that may slow or completely occlude the blood flow. The introduction of interventional devices and stent implantation may lead to a slowing or stoppage of blood flow to the downstream vessels and structures of the brain causing infarctions of these structures. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
Note: cordis lot # 13471874 is (B)(4) lot # 01420495. Per (B)(4) report (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01420495. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Concomitant medical products: prowler select plus microcatheter (mc), launcher guiding catheter, sl10 mc, echelon 10, traxess guidewire, silver speed guidewire, deta paq (qty 2), delta plush (qty 13), micro plex, and hydro coil. Additional information will be submitted within 30 days of receipt.

Event description:
The report from a clinical study (B)(4) for patient with ID (B)(4) indicated that the procedure was coil embolization of the left p-com assisted with an enterprise (enc452212) stent, and 30 minutes after the procedure, the patient developed infarction and hemiplegia in left brain. Infusion of radicut and rehabilitation were provided, and recovery was confirmed approximately two weeks after onset, and the patient was discharged. No coil was protruding into the parent artery, and there were no indications of any conditions causing hypercoagulable state. The enterprise was fully expanded and appose to the vessel wall after initial placement, and the enterprise was fully expanded, appose to the vessel wall and in a stable position as compared to position after placement. The specifics antiplatelet therapy consisted of aspirin 100mg/day (date unknown), plavix 75mg/day ((B)(6) 2010 - (B)(6) 2011), and plavix 300mg/day ((B)(6) 2010). The saccular unruptured aneurysm measured 6.3mm at the neck and the neck to sac ration was 6.3mm/10.4mm. A cd copy of the procedure is not available. No further information was available.